Manufacturer narrative:
Corrected data: upon further review, it was noted that it was previously reported there was no patient contact and no patient injury. Therefore, this file is no longer considered reportable malfunction and no further information will be provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported that the issue occurred during handling. There was no patient contact. There was no patient injury. Another iol was implanted as a replacement. No other information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. (B)(4). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a haptic stuck to haptic. It is unknown if there was patient contact or not. There is no other information provided.